Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and was scheduled to be revised. During the ra lead revision, it was noted that the lead dislodged, it was confirmed via fluoroscopy. The lead also exhibited undersensing. The ra lead was explanted. No additional adverse patient effects were reported.